Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed service code 204 (belt/monitor unusable). The monitor's electrode belt receptacle was pulled from case, breaking wire #1. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.